Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose because his insulin pump was malfunctioning. Customer stated that his infusion set cannula was bent and the insulin pump did not alarm to alert him. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.